Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate, and it states, sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. 8. Proceed with catheterization in usual manner. To inflate catheter, simply insert tip of water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water (10 ml). Visually inspect the product for any imperfections or surface deterioration prior to use. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. A DHR could not be performed since no lot number was provided. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on two occasions, on july 13th and 28th, the foley balloon burst in the patients' bladders. In both cases, the foley balloons weren't draining. So the nurses irrigated them. We confirmed with both nurses, and they were flushed from the correct port + clamp, not by mistake in the balloon port. Therefore, this was not a procedural error, but perhaps something with the foley balloons themselves. In patient #1 case, on july 13th, there was hematuria, and the patient had to have a procedure to remove pieces of balloon from the bladder. In the second case on july 28th, there was no hematuria, and no procedure was necessary yet, to my knowledge.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on two occasions, on (B)(6), the foley balloon burst in the patients' bladders. In both cases, the foley balloons weren't draining. So the nurses irrigated them. We confirmed with both nurses, and they were flushed from the correct port + clamp, not by mistake in the balloon port. Therefore, this was not a procedural error, but perhaps something with the foley balloons themselves. In patient # 1 case, on (B)(6), there was hematuria, and the patient had to have a procedure to remove pieces of balloon from the bladder. In the second case on (B)(6), there was no hematuria, and no procedure was necessary yet, to my knowledge.